Event description:
The patient's attorney has alleged a deficiency against the device. Additional information has been requested but not yet received. Per additional information received, the patient has experienced a bladder neck suspension and cystoscopy.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced recurrent incontinence, sometimes gush of urine, and incontinence with coughing, sneezing, and lifting. During pubovaginal sling placement, the previous placed mesh was not identified and the vagina was noted to be normal, patient had several bouts of urinary retention, dysuria, unable to urinate, dribbling, pelvic pain, hematuria, abdominal pain, and low back discomfort. The patient had removal of the pubovaginal sling. Prolene fibers were found in the fibrous tissue surrounding the ventral aspect of the urethra, the sling itself was not identified. After this surgery, the patient reported groin pain and recurrent urinary retention, requiring foley placement, dilatation of urethra, staples placed for weight control. The patient reported leaks with bm's sui, strains to void, constipation, and granulation tissue and some scarring into the urethra exposing the sling. The tissue surrounding the sling erosion was of poor quality and there was some inflammatory tissue on the urethra, patient had a foley catheter in place for almost 3 weeks post sling removal, vaginal discharge, urge and stress incontinence, and complaints of "gotta go." Patient had macroplastique injection and percutaneous nerve evaluation, pelvis was noted to be a bit asymmetrical, continued with refractory overactive bladder and leaking urine, had interstim I and ii placement, had several falls and a history of alcohol abuse, chronic pain, migraines, vertigo, and gerd, bipolar disorder, restless leg syndrome, hypertension, and arthritis, still reported incontinence, urgency and frequency. In 2013, the patient tried to commit suicide via overdosing on lamictal, patient had spraying of urinary stream, depression, anxiety, neuropathy of feet and hands, urinary frequency, bladder leakage, "stream has split... And urine goes all over", abdominal pain, nausea vomiting -bowel obstruction-ng tube, endometriosis, vertigo, hyperlipidemia, brownish vaginal discharge, uti, hypertonicity bladder, and detrusor over activity.

Manufacturer narrative:
The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).